Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim: 1 tubing actually came apart before I even primed it. The second tubing leaked medication on the floor. The machine never alarmed because the leak was at the junction just below the sensor. The third tubing we started to prime but realized it was going to leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing came apart and returned sample of material 2420-0007, lot 25085760. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by creating a new template and 2 new fixtures for the solvent dispenser, this change was approved on december 17th, 2025.